Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone15.4. Cgm sensor type: g6.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (date). The patient's blood glucose levels read high (> 400 mg/dl), while wearing the pod between 24 and 36 hours. Symptoms reported include hyperglycemia and vomiting. Upon application of a new pod the patient reports the cannula was found to be bent. Once at the hospital the patient was directed to turn off their phone and remove their pod. The patient was treated with saline, anti-nausea medication and potassium infusions. The patient was in the hospital for 1.5 days.